Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07march2019. No phone number provided. After numerous attempts to obtain information on the repair of this device (see fse notes and inspection data), this complaint is being closed.

Event description:
The caller reported that the nav-ring was defective. There was no patient involvement. Event date not specified; estimate used.